Manufacturer narrative:
Investigation summary it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus issue occurred. During the procedure, thrombus was discovered on the tip of the thermocool® smart touch® sf bi-directional navigation catheter. The catheter was replaced, and the procedure was completed without patient consequence. The thrombus on the tip of the catheter was assessed as a reportable issue. The device was inspected, and it was noted that on initial visual inspection, the distal end of the tip dome had dark reddish-brown residue on it. During the second visual inspection it was clarified that the reddish material was thrombus, which is what was reported by the customer. Electrical testing was performed on the catheter and it was found within specifications and there was no electrical malfunction observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed, and it was found within specifications. The catheter was irrigating correctly, and no irrigation issues were observed. A manufacturing record evaluation was performed for the finished device 30240443m number, and no internal actions related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the thrombus reported cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the use of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Manufacturer narrative:
On (B)(6)2019 , additional information was received, and it was reported that there were no error messages reported on any biosense webster, inc. Devices. It was also noted that the smartablate generator was used during the procedure. Therefore, the device has now been added to section d11. Concomitant med products. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus issue occurred. During the procedure, thrombus was discovered on the tip of the thermocool® smart touch® sf bi-directional navigation catheter. The catheter was replaced, and the procedure was completed without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The thrombus on the tip of the catheter was assessed as a reportable issue. The biosense webster, inc. Product analysis lab received the device for evaluation on october 8, 2019, and it was it was noted that on initial visual inspection, the distal end of the tip dome had dark reddish-brown residue on it.